Event description:
A laparoscopic procedure was being done utilizing a hook electrode. The patient sustained a severe burn to the tissue around the second puncture trocar site. The burned tissue was excises, resulting in the enlargement of the original opening from 1/2 inch to 1 inch. The surgeon had increased the electro-surgical unit power, not knowing that the hook electrode insulation was damaged.